Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, one renasys touch the nurses thought the device was working even though the screen was dark but they discovered it wasn't delivering the therapy because the battery was dead, not plugged in and it does not display a warning when the battery was getting low. No health consequences were reported. No more information is available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may be due to a depleted battery. No lot/serial number has been provided; therefore, a review of the device history is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.